Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touchscreen was nonresponsive. A field service engineer found cursor flickering on top left corner of screen. Fse reseated the all-in-one onto docking unit to resolve the issue. Ran hardware test application done touchscreen calibration test gets passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mpekges touchscreen was not functioning properly and does not provide any response or feedback to user input. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.